Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 type of investigation, investigation findings, h11 complaint record ID (B)(4). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
The following was reported via medwatch report # mw5161797 received 26nov2024: it was reported that during the intra-aortic balloon therapy, the patient presented with a stemi. An intra-aortic balloon pump (iabp) was placed in the cath lab on (B)(6) 2024, and no concerns were noted immediately following its placement. However, a chest x-ray on (B)(6) 2024 indicated that the iabp was likely double backed on itself, and an attempt to reposition the catheter was unsuccessful. The iabp catheter was subsequently removed, and the patient remained stable. This issue could potentially stem from the manufacturing design of the device, as the distal marker is glued onto the shaft of the balloon rather than being clamped. During insertion, excessive force may cause the distal marker to become dislodged, which could lead to the catheter doubling back on itself.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4). Due to character restrictions in block e1 full initial reporter: (B)(6).